Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The pod's cannula was found to be dislodged from the infusion site (arm), causing insulin to leak during wear. As treatment, the patient administered a 4-unit injection and a new pod was activated.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.